Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed on the receiver and it failed, finding audio failure. A manual sound drop test was performed on the receiver and it failed. A resistance test was performed finding high resistance across the speaker. The complaint of no audio output was confirmed. The root cause could be determined to be a defective sub-assembly post investigation.